Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation while laying on their left side. The left ventricular (lv) pacing vector was reprogrammed and the lv lead output was lowered. The lv lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received which noted the phrenic nerve stimulation reoccurred. It was also noted that the lv threshold has been rising since implant. The lv lead was reprogrammed and remains in use.